Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 168 mg/dl at the highest. Reportedly, troubleshooting indicated the occlusion was located in the infusion set cannula. The customer changed the pump supplies and resumed insulin delivery to address the issue. The customer was using u-500 insulin; tandem technical support reminded customer on cartridge/insulin labeling.